Manufacturer narrative:
Sensor kit expiration date is 31-dec-2019. The medical event associated with this case occurred on (B)(6) 2023 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a complaint via email which reported that the customer encountered a "replace sensor" error message with the adc device and the customer was unable to obtain readings. As a result, the customer felt sick and an unspecified glucose reading (via fingerstick) was obtained from an unspecified device. The customer was unable to self-treat, requiring third-party administration of glucagon injection for treatment. There was no report of death or permanent impairment associated with this event.